Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 263 to 897 mg/dl; cause was not known. Customer administered a bolus via the pump and went to the emergency room (ER) and/or was hospitalized. Tandem technical support (tts) did a full pump system check and confirmed that the pump was functioning as intended. Customer declined further troubleshooting with tts and declined to provide further information. Date of event is approximate.